Manufacturer narrative:
Due to character limits - event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a physical inspection, the cardiosave intra-aortic balloon pump (iabp) was found to have a corroded helium tank interface cable. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1(initial reporter, event site email), e3, g1(contact person ¿ mfg site), g3, g6, h2, h6(,type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The hospital cart helium tank transducer cable connector was corroded. The helium tank transducer interface cable had a broken pin for the red cable when disconnected. The corrosion appeared to have been related to an old fluid ingress given the traces of green mold. The fluid ingress potentially shorted the three cables of the pressure transducer communicating with the front-end module. The fse replaced the helium tank transducer interface cable, high pressure transducer, front end pcb, and an o-ring 0.351 x 0.072. The unit passed al functional and safety tests per manufacturer specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received the following parts associated with this complaint: helium tank transducer cable. Pcb, front end board. High pressure transducer. Parts were received with a reported failure of corroded parts and broken pins the fat performed a visual inspection and found helium tank transducer cable and high-pressure transducer to have corrosion and damage. These parts will not be tested due to the visual defects. The fat installed pcb, front end board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the helium tank transducer cable is fluid ingress. The most probable root cause for the front end board is fluid ingress. The most probable root cause for the high pressure transducer 3500 psig is fatigue or contamination. The o-ring was not returned nor do we know why it was replaced despite good faith efforts (gfes). However, o-rings get replaced during preventive maintenance. Therefore, the most probable root cause is expected wear and tear.